Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is this piece also available to be returned for analysis? Were all pieces retrieved from patient? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon realized there was a speck of green that got stapled into the patient's stomach. The surgeon believed it came from the cartridge housing. He inspected all of the staple cartridges and did not see any indication that the piece has broken off. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4), date sent: 2/2/2022. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that six gst60g reloads were received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reloads. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the reloads were received fully fired. This report is not intended to deny that a problem was experienced with the reload. There may have been other circumstances or issues that occurred during the use of the reload that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: is this piece also available to be returned for analysis? No were all pieces retrieved from patient? No could you please clarify if there were any patient consequences? No could you please clarify if was any change in the post-operative care of the patient as a result of the event? None stated. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: are there any photos available? Can you please confirm that it was a green cartridge that was used in the procedure? Did the staple lines cross through any of the firings?

Manufacturer narrative:
(B)(4). Date sent: 8/4/2022 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that four gst60g reloads (a, c, d, e) were received. The reloads were received fully fired and with some damage on reload deck. No functional test was performed due the condition of the reloads. It is possible that the damage on the reload deck was the cause of the event reported. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.